Event description:
It is reported that they had issues with their lancet device. The patient's blood glucose level was 124 mg/dl at the time of the call. The customer stated they needed assistance changing the needle to their sensor. The customer was transferred to life scan representative for assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.